Event description:
It was reported that the radiation protection shield broke by itself while the field engineer and biomedical engineer were in the room. No injury reported. A new shield was ordered for replacement.

Event description:
It was reported that on 05/02/2019 the operator shield was replaced without incident and the system is working as intended.